Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 600 mg/dl. The customer stated that there they may have kinked the line which caused the no delivery. The customer mentioned that they had issues with bent cannulas. The customer was educated on the proper site and insertion technique. The customer was assisted with trouble shooting and found that the infusion set needed to be changed. The issue was resolved with a set change. The customer wanted their insulin pump replaced. The customer sent their insulin pump back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See svn (B)(4) for related documentation.